Manufacturer narrative:
D9: the used complaint devices will not be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram, two micropuncture transitionless stiffened cannula access set's wires "frayed" (unraveled) upon insertion into the access needles. Ultrasound-guided access was obtained in the common femoral artery, and blood return was noted upon insertion of the needles, prior to advancement of the wires. The access site was reportedly normal, and resistance was not encountered. Reportedly, the user was unsure if the wires were manipulated backwards through the needles at any point during attempted insertion. Another device of the same type, from a different lot, was used to gain access, use through a sheath, and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.